Event description:
In this event, the plastic of the charger melted around the usb socket. No burn marks. No injury and no medical intervention required. Hearing care professional indicated the patient takes full responsibility as she had a pile of clothes sitting on top of the charger so it probably overheated. Results of investigation: investigation found that the heat source originated from the cable (the design of 24 pins for the type c usb cable was found to have insufficient solder, the pin deformed and short on the pin. As a corrective action we changed the design of type c usb cable: 24 pins on the type c connector reduce to 12pin to lower the risk of insufficient solder, pin deform and short. Add ptc (pn:lp-nsm075f) which enables protection when the current is overloaded . Ecr was approved by wsa and new design cables already shipped to wsa on 25th june 2022.

Manufacturer narrative:
This case is being re-submitted electronically as part of a CAPA. The initial report was sent as a hard copy by mail on june 3, 2022. As part of the CAPA it was determined that all paper submissions should be re-submitted electronically to FDA.